Event description:
Prior to hemodialysis, the y-connector was primed with sodium chloride. All air had been expelled from the venous line prior to turning on the pump. When the pump was turned on, air was noted in the venous line. The line was immediately clamped. Upon examination of the connector, air bubbles were noted when flushed with saline.

Manufacturer narrative:
The returned sample was examined and evaluated for any leakage or air trapped within the product. The product was tested in our lab, by submerging in a water bath at 20psi as per leakage test attached to this complaint. No air bubbles were noted escaping from any area on the 'y' connector. In the lab, the connector was flushed and aspirated many times. All air appeared to be cleared from the the limen in this process. Several primes were required to clear all air through to each connector site. The product required a further prime after connection to a catheter, as a small amount of air was still caught at the connection site. The packaging DHR offers no indication of a related cause for this complaint. A review of the complaint history shows no other complaints of air in the lumen. The complaint is confirmed, as the investigation showed that air could be trapped in the line making it difficult to clear. No leak was found within the product, from which the air reported in the complaint could have entered. Flushing the lines in testing cleared all air from within. This is believed to be a user related problem, as there was no product defect found.